Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00462 it was reported the patient was not receiving effective stimulation. Lead diagnostics showed high impedances. X-rays revealed a possible lead fracture and lead migration. The patient underwent surgical intervention where the leads were replaced with a new one.